Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose values. Customer's blood glucose of 79 mg/dl. The customer treated with glucagon for low blood glucose. Customer blood glucose increased to 289 mg/dl. The customer tried to drink water but threw it up. Troubleshooting did not occur; however, the customer wanted a new insulin pump. The insulin pump will not return for analysis.